Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally despite attempting multiple cables and power sources. When plugged into a power source, the pump did not recognize the power source and would not charge. In addition, the customer reported that the pump battery was noted to be depleting quickly. There was no impact to the customers blood glucose level. It was indicated that the customer would continue to use the pump until the replacement arrives and has manual injections available as alternate insulin therapy.